Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated that wireless telemetry was unable to be established. Confirmed via quick look the wireless telemetry no longer available observation was present. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) wireless telemetry was not working anymore. The patient stated they walked through a metal detector at the bank a couple days before failure of wireless telemetry. The device remains in use. No patient complications have been reported as a result of this event.